Event description:
It was reported that a device issue occurred, resulting in an aborted procedure.An iLab ultrasound imaging system was selected for use. Prior to the IVUS procedure, it was observed that the motor could not be retracted normally. The procedure was not completed due to this event. No patient complications were reported.

Manufacturer narrative:
E1 INITIAL REPORTER PHONE: (B)(6)

Event description:
IT WAS REPORTED THAT A DEVICE ISSUE OCCURRED, RESULTING IN AN ABORTED PROCEDURE. AN ILAB ULTRASOUND IMAGING SYSTEM WAS SELECTED FOR USE. PRIOR TO THE IVUS PROCEDURE, IT WAS OBSERVED THAT THE MOTOR COULD NOT BE RETRACTED NORMALLY. THE PROCEDURE WAS NOT COMPLETED DUE TO THIS EVENT. NO PATIENT COMPLICATIONS WERE REPORTED.

Manufacturer narrative:
E1 Initial Reporter Phone: (b)(6)Investigation Results:Device Analysis Findings:The device was returned for analysis. Visual inspection revealed that the MDU5 PLUS passed inspection, as the device was received in good condition. The reported complaint allegation was confirmed, as the device failed the pullback test. The issue was attributed to a damaged clutch motor.Investigation Conclusion:This investigation has been assigned an investigation conclusion code of Cause Traced to Component Failure. This conclusion was selected because the inability of the motor to perform the pullback function was most likely due to a damaged clutch motor. Therefore, it was concluded that a faulty Clutch Motor was the most probable cause of the complaint.